Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to shortness of breath and fever. There was concern the patient's symptoms were related to the implanted device. Additional information was received indicating the patient was not feeling better and had additional symptoms of night sweats, fever, and unproductive cough. An infection was suspected. An x-ray and a transoesophageal echocardiogram (toe) were performed, and the patient was given antibiotics. Boston scientific received additional information. This crt-d and lead system was explanted due to infection. When the patient was admitted, the blood cultures were negative but the patient had elevated c-reactive protein (crp) levels and the positron emission tomography- computed tomography (pet/CT) scans were suggestive of a device-related infection. At the explantation, there were no overt signs of infection and the pocket was free of pus. No additional adverse patient effects were reported.